Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer delivered an injection to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.